Event description:
Adverse event(s): "higher order aberrations following lasik" (vision, impaired). Product problem(s): "induces higher order aberrations" (no code available). Info was received from a journal article indicating wavefront-optimized myopic lasik improves vision, but induces higher order aberrations (hoa). F/u with the surgeon/author indicates no concern for pt harm or injury with reference to the pts noted in the journal article.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).